Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500673 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips did not fire appropriately and about every third clip came out normal, but two out of three were partially closed. Also the clips did not hold. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500673 was confirmed with sample received. During visual inspection components looked well assembled no stuck clip in jaws. Functional inspection: applier was activated and one clip was loaded, closed & released. After, applier was fired in other forms; with jaws fired down & with jaws fired up, no quality problems was found during the activation, clips loaded properly. A total of 6 remaining clips were loaded, closed & released properly. Samples received did not confirm the defect reported by the customer difficult to load clip. In addition, a functional inspection was performed with the remaining clips received, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the clips did not fire appropriately and about every third clip came out normal, but two out of three were partially closed. Also the clips did not hold. The patient's condition was reported as fine.